Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter, caval thrombosis, dvt, post-thrombotic syndrome, thrombosis/embolism, and post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post thromobotic syndrome is a medical condition that may occur as a long-term complication of deep vein thrombosis. A caval thrombosis, unnamed venous thrombosis/embolism and post implant pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter, caval thrombosis, dvt, post-thrombotic syndrome, thrombosis/embolism, and post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Gtin # (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter, caval thrombosis, dvt, post-thrombotic syndrome, thrombosis/embolism, and post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the plaintiff profile form received on 03/09/2018 the patient was admitted to treat a dvt. Indication was the left lower extremity dvt with extension into the inferior vena cava, leg swelling. The patient submitted himself to a venogram on or around (B)(6) 2005 inferior vena cava cavogram uncovers thrombosis projecting from the left iliac vein into the inferior vena cava. There are two right renal veins. Access was made through the right internal jugular vein with a 6 f sheath ivc filter was placed. The report noted the filter tilted to the right. He presented himself for another venogram approximately 7 years, 4 months post index procedure where extensive venous thrombosis, thrombus/embolism and post-thrombotic syndrome were discovered. The patient claims to have suffered pain due to these complications. Tilt, caval thrombosis, post-thrombotic syndrome, thrombosis/embolism and pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The following sections have been updated accordingly: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the filter, caval thrombosis, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the plaintiff profile form received, the patient was admitted to treat a dvt. Indication was the left lower extremity dvt with extension into the inferior vena cava, leg swelling. The patient submitted himself to a venogram which uncovered a thrombosis projecting from the left iliac vein into the inferior vena cava. There are two right renal veins. Access was made through the right internal jugular vein with a 6 fr sheath and the ivc filter was placed. The report noted the filter tilted to the right. He presented himself for another venogram approximately 7 years, 4 months post index procedure where extensive venous thrombosis, thrombus/embolism and post-thrombotic syndrome were discovered. The patient claims to have suffered pain due to these complications: tilt, caval thrombosis, post-thrombotic syndrome, thrombosis/embolism and pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. The DHR could not be completed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post thromobotic syndrome is a medical condition that may occur as a long-term complication of deep vein thrombosis. A caval thrombosis, unnamed venous thrombosis/embolism and post implant pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Based on the information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.